Event description:
During troubleshooting for a related complaint file, the home patient (hp) reported a check patient line. The technical service representative (tsr) advised the hp to ensure the transfer set was open and to look for fibrin or air bubbles. The hp confirmed there was air in the patient line. The tsr assisted the hp to end therapy and recommended that the hp contact the nurse about air in the paitent line. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the peritoneal dialysis (pd) nurse who stated she was aware of the home patient (hp) having an issue, but had no further specific detail. The nurse stated she did a manual exchange for the hp and the hp was able to continue therapy. Per the nurse, the hp is doing well on therapy. There was no report of adverse event resulting from this incident. The sample is not available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, a root cause of the reported condition was not determined. A batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.